Event description:
It was reported that a radiographer bent down next to the accessory grid holder having an exposed sharp edge, and cut her buttock. Two stitches were received. It was determined that the grid was not properly secured to the wall at the time of installation. The back cover which prevents exposure of the sharp edge had not been used at the time of installation, because the installation location was intended to be temporary.

Manufacturer narrative:
The site has had the accessory grid holder properly installed. The ge service rep verified that other facilities were installed using the back cover when first installed.